Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to detect an ECG signal via electrode pads and failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.